Event description:
Information was received that a smiths medical pneupac ventilator has a pressure gauge that is not working properly. When the ventilator is powered off, the gauge needle is not positioned at zero.